Event description:
It was reported that the pump dispensed insulin during the load cartridge phase of a routine cartridge and infusion set change. A family member stated that the patient attempted the process a total of three times and insulin was dispensed during the load cartridge phase each time. H verified that the patient was disconnected during these processes.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.